Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found that could not duplicate issue. System was ready to use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: -, ubd: , UDI#: ; product ID: m021083c001, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for sacroiliac and thoracolumbar procedure. It was reported that they were temporarily unable to remove the gantry from around a patient. Site reported trying to use the open gantry button on the pendant repeatedly. After a few attempts were finally able to open gantry. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
H3) the software team reviewed the issue and confirmed it was not software-related. Log analysis showed the event was caused by a hardware issue. The user may not have pressed the pendant buttons firmly enough to engage the move enable, or the pendant may be faulty. Software operating as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicating that the yellow emergency button was not used.